Event description:
It was reported that the patient with this inflatable penile prosthesis experienced discomfort. The device was removed and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. The cylinders, reservoir and momentary squeeze (ms) pump were visually examined and functionally tested for leaks. Both cylinders had wear at fold in the proximal end, middle, and distal end of the cylinders. The reservoir had wear at a fold in reservoir shell. Ms pump kink resistant tubing was worn to the filament. Both cylinders, the reservoir and ms pump passed leak test. Ms pump passed functional testing. There was no reported product performance allegation. Based on the analysis results, an investigation conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis experienced discomfort. The device was removed and replaced. No further patient complications were reported.